Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor was fully functional and able to detect and treat. The electrode belt failed incoming testing and delivered a low energy monophasic pulse. An initial decision not to report this failure was made as the failure did not cause or contribute to the inappropriate treatment event as a full 150j puls was delivered. In addition, the failure was isolated to a test fixture.... The fixture component was replaced. An internal corrective action was initiated to further investigate monophasic pulses originating from the belt. In addition, the... Component was damaged. The damage occurred after pulse delivery as the device was functional in the field and able to detect an arrhythmia and deliver a full 150j pulse. Device manufacture date: electrode belt: 03/2012.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) representative after receiving notification that a treatment had been delivered for a (B)(6) male patient. Review of the event indicates that the patient experienced an inappropriate defibrillation. Multiple counting of tall t-waves contributed to the false detection. The patient was sleeping at the time of the event. The response buttons were not pressed during the event. The patient continued use of the lifevest.